Manufacturer narrative:
The device was received for analysis. The device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual inspection of the stent holder and stent cups found no issues, and no kinks or damage to the delivery catheter. The imprinted stent impression was clear on the stent holder. A visual and tactile examination found no issues with the tip of the device.

Event description:
It was reported that the stent failed to expand. The target lesion was located in the 90% stenosed carotid artery. After placing a non-boston scientific (bsc) filter wire, dilation was performed using a 4x30 balloon followed by a 5x30 balloon. A 10.0-31 carotid wallstent was implanted. However, during the deployment, the proximal 1/3 of the stent did not expand. Post-dilatation was required. The patient was stable. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated. The device was received for analysis. The device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual inspection of the stent holder and stent cups found no issues, and no kinks or damage to the delivery catheter. The imprinted stent impression was clear on the stent holder. A visual and tactile examination found no issues with the tip of the device.

Event description:
It was reported that the stent failed to expand. The target lesion was located in the 90% stenosed target lesion. After placing a non-boston scientific (bsc) filter wire, dilation was performed using a 4x30 balloon followed by a 5x30 balloon. A 10.0-31 carotid wallstent was implanted. However, during the procedure, the proximal 1/3 of the stent could not be deployed and post-dilatation was required. There were no patient complications as a result of this event.